Event description:
Ligasure not registering as completing a full cycle multiple times. Attempted to reset with unplugging and replugging into machine with no success. New ligasure acquired and used for procedure. Ligasure not sequestered, discarded accidentally product was a ligasure maryland tip 37mm.